Event description:
Patient was in the office today for an image guided fusion prostate biopsy. Patient was prepped and positioned on the table. Once we started taking the biopsy samples, the gun stopped working after the 4th sample. We had to dispose of the gun and utilize another to finish off the procedure. Malfunctioning gun was placed in a red sharps bin and labeled to be returned to supplier. Notified by email [redacted] and coordinating return with mfg [manufacturer]. Manufacturer response for disposable core biopsy instrument, max core disposable core biopsy instrument (per site reporter). Notified by email [redacted] and coordinating return with mfg.